Event description:
It was reported that at 133,00 joules of use and 16 minutes, the surgical fiber broke " intra-op" / during a prostate procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing, just forward of control knob, between control knob and distal end; there is no sign of melting at the location of the fracture; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.